Event description:
It was reported that the biomed had a arctic sun device from the floor and stated that the nurses mentioned the device showed an air leak but the biomed was not sure what this means and asked if the pads have water and air or only water flowing through them, also asked if the block on the end of the fluid delivery line (fdl) should be able to pull off, they considered adding zip ties to it. Biomed stated that they did run a calibration on this device, and it passed. Informed biomed during therapy, water was flowing through the pads. The system was a negative pressure system, so if air was in the pads, this would lower the pressure and in turn lower the flow rate. Informed biomed it appeared the nurses called during this case and involved a neonatal pad. Explained the neonatal pads also have a smaller surface are which results in lower flow rates. One thing they recommend was when connecting the pads to the fluid delivery line (fdl), the nurses hold the blue tubing portion of the pads and not the clear plastic clamp or connectors on the end of the pads. This would help prevent pushing air in. Informed biomed their troubleshooting team could discuss the system further as well as the fluid delivery line (fdl) concerned. Per follow up information received via email on 08aug2023, it was reported that the device was due for a 2k hour pm. The issue was human error, once the pads were properly placed, the issue was resolved.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had a arctic sun device from the floor and stated that the nurses mentioned the device showed an air leak but the biomed was not sure what this means and asked if the pads have water and air or only water flowing through them, also asked if the block on the end of the fluid delivery line (fdl) should be able to pull off, they considered adding zip ties to it. Biomed stated that they did run a calibration on this device, and it passed. Informed biomed during therapy, water was flowing through the pads. The system was a negative pressure system, so if air was in the pads, this would lower the pressure and in turn lower the flow rate. Informed biomed it appeared the nurses called during this case and involved a neonatal pad. Explained the neonatal pads also have a smaller surface are which results in lower flow rates. One thing they recommend was when connecting the pads to the fluid delivery line (fdl), the nurses hold the blue tubing portion of the pads and not the clear plastic clamp or connectors on the end of the pads. This would help prevent pushing air in. Informed biomed their troubleshooting team could discuss the system further as well as the fluid delivery line (fdl) concerned.